Event description:
During a remote follow-up, a charge time out alert was observed on the device. Technical support was contacted and indicated that the patient appeared to have had an electric storm or conducted atrial fibrillation, but this was unable to be confirmed. Additionally, they determined that the battery depleted normally due to the excessive amount of charges. No intervention has been performed at this time. The patient was stable and will continue to be monitored.